Event description:
It was reported that the patient underwent a surgical procedure for unspecified reasons. The patient had previously a non-(B)(6) device, and a new artificial urinary sphincter (aus) was implanted. No additional information was provided. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).